Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump had operating currents within specification. The insulin pump was monitored and no blank display was noted. No damage was noted on the isolation tape. The insulin pump had intermittent button response due to moisture damage on the keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at the display window corners, cracked display window and minor scratches on the display window.

Event description:
It was reported that the insulin pump had a blank display. No further information reported.

Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.